Manufacturer narrative:
The device involved in this event has not yet been returned to merit and the investigation is still ongoing. Merit will file a f/u MDR report in 30 days.

Event description:
The user reported that when attempting to pull out the guide wire after catheter insertion, the core wire became disconnected at the joint and the coil was stretched.